Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports that an insertion handle, protection sleeve and drill sleeve were damaged during a procedure on an unknown date. It was noted the insertion handle was damaged previously but had not been reported leading to the protection sleeve and drill sleeve becoming damaged during a cephalic proximal fixation. It was noted the surgeon wanted to do one regular lateral-medial locking screw option at 0 degrees and one at 120 degrees, but ended up having to do one at 0 degrees and one at 135 degrees. It was unknown if procedure was considered completed successfully or if there was a surgical delay. Patient outcome is unknown. This is report 1 of 3 for (B)(4).